Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial component at cement to implant interface. It was also reported that all attune implants were removed and the implanted competitor revision components. The tibia was removed/explanted from the patient without any cement remaining on the tibia baseplate. Doi: (B)(6) 2017; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor exempt per wi-7915 known possible complication of joint replacement surgery no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specification at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Update 02-april-2020: re-opened due to implant photos and medical records received june 17, 2019. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor exempt per wi-7915 known possible complication of joint replacement surgery no device associated with this report was received for examination. Three photographs taken intraoperatively were presented for review. Two photographs showed the knee in flexion. One image was taken with the tray partially removed and the other with the tray entirely removed leaving behind a fully intact cement mantel. The last photo shows the revised tibial tray, fixation side up. No adhered cement was present. Minor scratches and abrasions consistent with removal damage were noted. Based on the quality of the photograph no evidence of the reported loosening could be confirmed. No further observations pertaining to the nature of the alleged event were identified. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional previous reports against the provided product code/lot code combination. Based on the inability to find any additional previous reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specification at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No new information received regarding this individual device indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the surgical intervention and medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad 17 june 2019 was reviewed on 10 december 2019. (B)(6) 2017: the patient underwent a right total knee arthroplasty secondary to degenerative joint disease. Attune implants were used with depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2018: the patient underwent a revision of the right knee secondary to pain and suspected tibial component loosening. Intraoperatively, the surgeon noted there was no evidence of poly wear; the tibial component was loose at the implant to cement interface; and the femoral component well fixed. All components were removed with the exception of the patella as a competitor system was implanted. There were no intraoperative complications. Pmh: degenerative joint disease, right knee . Doi: (B)(6) 2017; dor: (B)(6) 2018; (right knee).